Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375, serial #(B)(4).

Event description:
It was reported that a (b)(46) -year-old female underwent breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses. The left prosthesis was filled to 410ccs, and the right prosthesis was filled to 435ccs. Due to an unspecified reason involving the right prosthesis, bilateral prosthesis replacement with mentor smooth round moderate plus profile 375cc saline prostheses was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) for the lot number 6609669 was reviewed on 7/10/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/27/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses. Due to an unspecified reason involving the right prosthesis, bilateral prosthesis replacement with mentor smooth round moderate plus profile 375cc saline prostheses was performed on (B)(6) 2018. The device was received with no fluid. Yellow material was observed within the device. During initial evaluation creases were observed on the anterior and posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this time is not possible to determine the origin of the yellow material observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).